Manufacturer narrative:
Correction: b1, b2, and h1.

Event description:
It was reported that the patient presented for follow up after inappropriate anti-tachycardia pacing (atp) was delivered by the implantable cardioverter defibrillator (ICD). Inappropriate high voltage (hv) therapy was the result of post-paced t-wave oversensing (pptwos). No patient symptoms were reported. Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up after inappropriate anti-tachycardia pacing (atp) was delivered by the implantable cardioverter defibrillator (ICD). Inappropriate high voltage (hv) therapy was the result of post-paced t-wave oversensing (pptwos). No patient symptoms were reported. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.